Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy. Investigation summary: the reported event of bands - failure to deploy could not be confirmed due to the lack of evidence as the device was not returned for analysis. All compiled information on this investigation determines that the most probable cause is "cause not established".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2025. During the procedure, the physician reported the first two bands deployed correctly but the next band failed to deploy and seemed to be stuck together. A second speedbander was opened, and the same problem occurred. They physician tried turning the wheel on the bander forward and backward and the band still would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was unknown. Note: this report pertains to one of two band ligator used in the same procedure.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2025. During the procedure, the physician reported the first two bands deployed correctly, however the next band failed to deploy and seemed to be stuck together. A second speedband superview super 7 was opened, and the same problem occurred. The physician tried turning the wheel on the speedband superview super 7 backwards and the band(s) still would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was unknown. Note: this report pertains to two of two band ligator used in the same procedure. Additional information was received on june 16, 2025. It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2025.